Manufacturer narrative:
No sample or photo/video received for investigation. The reported complaint of the chemo bag falling off could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed. No nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in the concomitant products section e (throughout) and h6 component code. Additional contact information for section e: (B)(6).

Event description:
A complaint was received regarding a chemolock¿ bag spike with additive port, chemolock¿ port that experienced leakage during patient use. It was reported that chemo bag spike fell off, immediate spill of paclitaxel chemo straight down to IV. The date of incident was on 20-jan-2025. The report was submitted to manufacturer (ICU medical) and vendor (cardinal health) with vendor reference number (B)(4). The product was not returned to manufacturer and is not available for evaluation.

Manufacturer narrative:
The investigation is pending completion. Upon completion a supplemental MDR will be submitted.